Event description:
The technician opened the vial of an micl12.6 implantable collamer lens and it was noted that the lens was found to be torn. There was no patient contact. The reporter stated the lens was received damaged.